Event description:
It was reported that during a follow up, loss of capture at maximum output was observed. The lead was repositioned successfully.

Manufacturer narrative:
No medwatch form was received.